Event description:
It was reported the colonovideoscope had foreign material that came out of the biopsy channel and there was an awful smell detected during reprocessing. In addition, green substances were found leaking from the scope. The issue occurred during a diagnostic colonoscopy procedure that was completed with the same device. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.